Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/20/2014 with the following findings: during testing, all of the pump keypad buttons were intermittently unresponsive and required multiple presses to engage. The keypad cover was removed, and contamination was found under all button contacts. Unrelated to these issues, the keypad cover was torn at the contrast and ok buttons. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed contamination under keypad button contacts. This report is made based on results of investigation completed on 08/20/2014.